Manufacturer narrative:
The technician found the caster was worn. He replaced the brake/steer caster to repair the bed.

Event description:
Information received indicates when the brakes are activated, the casters lock, but the brake/steer caster continues to ratchet from side to side.